Manufacturer narrative:
Additional devices added for this event: device available for evaluation?: no, not returned to manufacturer, labeled for single use?:no. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient was found dead at 6:40 am on (B)(6) 2015 in chair with left ventricular assist device (lvad) alarming. One battery was connected and had a red alarming going off and the second battery was disconnected and it looked like he was in the middle of a battery exchange. It was stated that there would be no autopsy performed. It was further stated that external equipment was sent back to manufacturer for evaluation. It was also stated that it was unknown for the cause of death. The clinical study site documented that adverse event was other and that there was no relationship to the study device and not related. No additional information is available.

Manufacturer narrative:
(B)(4) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Two batteries with unknown serial numbers were not returned for evaluation; a review of the manufacturing documentation could not be performed since the device serial numbers are unknown. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. It was reported that the patient was found with only one battery connected to the controller. In addition, it was reported that the controller was displaying a red alarm. The controller triggers a critical battery alarm when a battery depletes to 10% relative state of charge (rsoc). A critical battery alarm is a high priority alarm that will cause the alarm indicator to flash red. As a result, it¿s highly likely that the reported red alarm was likely a critical battery alarm. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. A possible root cause of the reported event may be attributed to a power source that was disconnected from the controller, while the remaining battery was allowed to deplete to 10%, causing the controller to trigger a critical battery alarm. It¿s possible the disconnected power source was an attempt by the patient to exchange to a higher charged battery. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying diseaseand the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional device(s) involved in event: battery ; battery. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the vad destination therapy trial clinical study.

Manufacturer narrative:
It was reported from the site that they could not locate the patients equipment (peripherals), and therefore cannot be returned. No additional information available. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.